Event description:
A customer observed biased valp results from quality control fluids on the 5,1 fs analyzer. Pt results were reported. Biased results of the direction and magnitude observed could lead to inappropriate physician action. There was no report of pt harm as a result of this event.